Manufacturer narrative:
Manufacturing site evaluation: the implants are not available for the investigation. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective: no CAPA necessary.

Manufacturer narrative:
Implant and explant date not provided. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with an activl implant received via the enhanced safety surveillance survey for the reporting period (2/1/2018 to 1/31/2019). After activl products were implanted, the patient experienced an unspecified malfunction; the surgeon did not complete the accompanying adverse event form. One index level re-operation at l5/s1 was noted. No other information was available. The event is filed under aag reference (B)(4).